Event description:
Renasys go was applied seven (7) days post surgery. Therapy was applied on sunday, (B)(6) and the patient was discharged home on (B)(6) with the unit in situ. The pump was allegedly alarming canister full - the canister was found full of blood, and was leaking from the wound site. Patient died at home on (B)(6).

Manufacturer narrative:
Notification of this event was received via the local tissue viability nurse. Due to circumstances surrounding this event, both the device and patient notes have been removed from the hospital. Therefore, it is difficult to obtain clear and concise information, nor has the device been returned or made available to smith & nephew for evaluation. An investigation is ongoing, and results of our investigation, including device evaluation (if received for assessment) will be provided in a supplemental report.